Manufacturer narrative:
Customer did not provide product lot number or part number. Consequentially, manufacturing date and expiration date could not be confirmed.

Event description:
Information was received regarding an administration set. It was reported that the set was leaking and resulted in the patient being admitted overnight in the hospital for observation. Patient was able to switch tubing and the issue has since been resolved. No other information is known.